Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during procedure, part of the lead broke and stayed inside the device. The device and the lead were replaced. Patient's condition was stable.

Manufacturer narrative:
The reported connector anomaly was confirmed in the laboratory. The set screw could not be loosened to release the lead and epoxy debris was noted in the connector block and set screw threads. This prevented the loosening of the set screw. It is believed that the cause of the field event was due to a manufacturing anomaly.